Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the sticky residue on the rubber, the cause could not be established. In addition, the detached bending section at the distal end, the cause was traced to a component failure without any design or manufacturing issue, due to problems caused by changes in the shape or size of the device, due to an applied force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a sticky residue on the rubber and a detached bending section at the distal end were found. There was no patient involvement.